Event description:
It was reported that this pacemaker had not been programmed correctly by their physician, by the patient with this pacemaker. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This event is no longer reportable since information form the field indicates there were no device issues.

Event description:
It was reported that this pacemaker had not been programmed correctly by their physician, by the patient with this pacemaker. This pacemaker remains in service. No adverse patient effects were reported. Additional information received from the filed indicates the patient had had a malignant neurocardiogenic syncope. There no issues with the pacemaker or its programmed settings. The patient is has been followed by their physician. This pacemaker remains in service.